Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for dft testing and the pacing lead impedance and capture thresholds had increased. The lead was capped and replaced.